Manufacturer narrative:
Additional information was added: the lot was manufactured from may 10, 2019 - may 14, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that at the end of the expected therapy time of 24 hours, solution remained in the device. The device was measured and 67g of solution was found remaining in the device. The device had been filled with 10 million units of benzyl penicillium. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.